Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 4.50mm x 8mm nc emerge was advanced to dilate the lesion. However upon inflation, the balloon ruptured. No patient complications were reported and patient's status was good.